Event description:
Foam was observed coming out of the oxygenator's gas outlet port during a bypass procedure. The perfusionist determined that it was not necessary to change out the oxygenator or take any other corrective action to address this observation. The case was reportedly completed with no complications or pt injuries. Additional event specific info was not available.